Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient requested for a replacement cycler due to manually draining out 4,000 ml. The patient had reportedly received a "not draining no alarm" during treatment. The pd patient stated he had a last fill of 1,000 ml and was not near the cycler, and could not provide any treatment records. The pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had a fill volume of 1500 ml, and a last fill volume of 1000 ml. The patient felt pain and could barely walk at the end of therapy and had manually drained 4000 ml. The reported drain volume of 4000 ml was 267% over the expected drain volume which resulted in a reportable device malfunction. Per pdrn the patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid intrusion. The cycler performed as intended and the as received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler "not draining with no alarm¿ was not reproduced during the simulate treatment. The system air leak test, valve actuation test passed, and the load cell verification was within tolerance. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the device history record review did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis (pd) patient requested for a replacement cycler due to manually draining out 4,000ml. The patient had reportedly received a "not draining no alarm" during treatment. The pd patient stated he had a last fill of 1,000ml and was not near the cycler, and could not provide any treatment records. The pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had a fill volume of 1500ml, and a last fill volume of 1000ml. The patient felt pain and could barely walk at the end of therapy and had manually drained 4000ml. The reported drain volume of 4000ml was 267% over the expected drain volume which resulted in a reportable device malfunction. Per pdrn the patient did not require medical intervention or treatment as a result of the overfill.